Manufacturer narrative:
Analysis found that a complete lead was returned in one piece measuring 64.2 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the right ventricular lead exhibited a drop in r-wave sensing and it was discovered that the lead was dislodged. The lead was attempted to be repositioned, but the helix would not redeploy. The lead was explanted and replaced. There were no patient consequences.